Event description:
It was reported that the ventilator's graphic user interface was inoperable. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and verified the customer reported condition. To resolve the condition, the graphic user interface (gui) central processing unit (cpu) was replaced. The ventilator passed self-testing.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.